Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading from her/his adc freestyle libre sensor than a reading received on a competitor¿s meter on (B)(6) 2019 and provided the following: sensor: 93 mg/dl vs meter: 240 mg/dl. Customer noted feeling ¿restless¿ so she/he self-treated with an unspecified amount of insulin and then went to a hospital. At the hospital, a reading of 520 mg/dl was received on an unspecified hospital device, customer was diagnosed with hyperglycemia and treated with 15 units of regular insulin, initially. The blood glucose was rechecked with a result of 300 mg/dl, but the glucose rose again, so an additional 6 units were given. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a lower reading from her/his adc freestyle libre sensor than a reading received on a competitor¿s meter on (B)(6)2019 and provided the following: sensor: 93 mg/dl vs meter: 240 mg/dl. Customer noted feeling ¿restless¿ so she/he self-treated with an unspecified amount of insulin and then went to a hospital. At the hospital, a reading of 520 mg/dl was received on an unspecified hospital device, customer was diagnosed with hyperglycemia and treated with 15 units of regular insulin, initially. The blood glucose was rechecked with a result of 300 mg/dl, but the glucose rose again, so an additional 6 units were given. There was no report of death or permanent injury associated with this event.